Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, (B)(4) will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to (B)(4). That a broken screw was discovered post-operatively. The patient has not been revised yet.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Fatigue load could have contributed to plate failure. Pseudoarthrosis and/or smoking along with continued dynamic load in the absence of fusion might have led to the fatigue failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a broken plate was discovered approximately a year post-operatively. The patient has not been revised yet.